Event description:
The following was reported to hamilton medical ag: before use, leak test always failed when using a 300 cm breathing circuit set (260145) on this c1. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
It was reported that the tightness test failed during pre operational check of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files provided confirmed the issue. The root cause of the event was determined to be a defective expiratory valve assembly. After replacing the expiratory valve assembly, the device was released back into use.